Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the o-ring on the inside of the insulin cartridge was noted to be missing after the cartridge was done being used. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue can result in under-delivery of insulin.